Manufacturer narrative:
No product will be returned per customer. No investigation was performed. Although requested, no additional information (including patient information) was provided.

Event description:
It was reported filter extension sets are leaking.